Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "machine got burnt due to short circuit." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed heat and rust damage on the rear housing. During power-on testing the device was unable to turn on via both battery and ac power. The device passed hipot testing and no electric safety issues were found. Internal inspection revealed the system board had a foreign contaminant and rust along the board and ac/dc power supply. The ui ribbon cable, battery cable, rs232 cable, and speakers were all disconnected from the system board. A screw was missing from both the technology board and system board. The failure was isolated to the foreign contaminant on the system board. Electrical shorting was not observed in fa testing, but could have potentially been caused by the liquid foreign contaminant. Secondary failures included the ac/dc power supply failure and the cables disconnected inside the device. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. (Date of received by manufacturer) was incorrect in the initial report (03/27/2018). To correct the (date of received by manufacturer) field for initial report updated from 03/03/2018 to 03/05/2018.